Manufacturer narrative:
H3- device evaluated by manufacturer: the device was returned fully sheathed and without the sterilization bottle. The handle was in the starting position on receipt. Multiple kinks were observed at 6.5cm ,11cm and 13cm proximal from the most distal end of the outer sheath. A compression was noted to the outer sheath at 4cm proximal from the distal tip of the outer sheath and extending for 13cm. The guidewire, outer sheath and multi-lumen extrusion ports were each flushed with 15ml of saline solution. A stylet was inserted into the nosecone. The device was unsheathed, locked and the valve was released without issue. There was no other damage noted during analysis. Media review: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The provided angiographic procedural media is consistent with the reported event. The delivery system was advanced over the aortic arch and down the ascending aorta. Advancement of the delivery system was attempted a second time however the kink was still evident. The delivery system was then removed and exchanged for another of the same device.

Event description:
Reprise IV study: it was reported that the delivery system kinked. Heparin or other anticoagulant was given at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and a 27mm lotus edge valve delivery system was inserted but noted to be kinked and was successfully retrieved. The procedure was completed with a second 27mm lotus edge valve, which was successfully implanted.

Event description:
Reprise IV study . It was reported that the delivery system kinked. Heparin or other anticoagulant was given at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and a 27mm lotus edge valve delivery system was inserted but noted to be kinked and was successfully retrieved. The procedure was completed with a second 27mm lotus edge valve, which was successfully implanted.